Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on (B)(6) 2022. The device evaluation was completed on (B)(6) 2022. The product was returned to biosense webster inc. (Bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve causing resistance on the dilator insertion or it might be related to the customer preference; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record (DHR) was performed for the finished device 00001894 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to address this issue. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2022-01006 for product code (B)(4) (carto vizigo¿ 8.5f bi-directional guiding sheaths -small) (2) MFR # 2029046-2022-01537 for product code (B)(4) (carto vizigo¿ 8.5f bi-directional guiding sheaths -small).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheaths -small and the biosense webster inc, (bwi) product analysis lab found the hemostatic valve to be dislodged inside the hub component. (D138501 with lot 00001894). Initially, it was reported that while setting up for the case they experienced a lot of resistance while pushing the dilator into the vizigo¿ sheath (lot 00001894). The dilator was left in it as far as it would go. The vizigo¿ sheath was replaced and the issue was resolved, and the case started. The replacement vizigo¿ sheath (lot 00001842) has the dilator all the way in; however, the orange cap on the introducer hub became loose and could twist around. It did not come off but the account requested a new one because of worries that it might come all the way off. The vizigo¿ sheath was replaced for the second time and the issue was resolved and the case continued. No adverse patient consequence was reported. The resistance with sheath issue was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and the hemostatic valve was found dislodged inside the hub component. A microscopic analysis of the valve was performed and, stress marks on the outer diameter were observed. The awareness date for this reportable lab finding 10-jun-2022.